Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported e80 alarm display which occurs when the audible alarm module is not functioning as intended; the alarms cannot be reset unless the device was restarted. The customer reported patient involvement but no allegation of patient injury/harm.